Manufacturer narrative:
The device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure a sensing issue was observed during testing on the right ventricular (rv) lead and atrial competitor device and the leads were repositioned. A second revision procedure was performed due to a suspected connection issue. The rv and ra competitor lead were found to be reversed in the header of the device. The leads were disconnected and reconnected into the correct ports of the device. The device was tested and all measurements were within normal range. No adverse patient effects were reported.